Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported positioning failure associated with leaflet grasping and unspecified tissue injury cannot be determined. Tissue injury/damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. First xtw (lot: 40321r1091) was placed a2p2 medial successfully. A second clip was then chosen xtw (lot: 40402r1116) to reduced residual mr. The clip was placed on the leaflets and closed. Grasping was difficult. Leaflet insertion could not be confirmed so the clip was reopened and at that point a perforation was observed. The clip was removed. An additional clip was not placed due to risk of further deterioration. No intervention was performed. The procedure ended with mr reduced to grade 2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.